Event description:
Additional information received indicated dislodgement of the right ventricular lead resulted in low pacing impedance.

Manufacturer narrative:
The reported events were lead dislodgment, low pacing impedance, and helix mechanism issue. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to over-torqued of the inner coil and helix being clogged with blood/tissue. The reported event of low pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received indicating that there were out of range impedance values due to the dislodgement of the right ventricular (rv) lead.

Event description:
During a follow up, lead dislodgement was observed on the right ventricular (rv) lead. During the procedure, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.